Event description:
This spontaneous report was received on (B)(4) 2013 from a daughter reporting on her (B)(6) mother from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer, started using johnsons pure cotton swabs, for the ear cleaning (route-auricular, dose, frequency, lot number and expiration date unspecified). After an unspecified duration, while using the product, cotton swab ear bud got stuck in her ear way around ear drum. On (B)(6) 2013, she visited an accident department and emergency room for few hours where the examination revealed foreign body was beyond the ear drum and passed ear membrane. The consumer was advised to see a specialist on the following day for removal of foreign body in ear. The action taken with the product was unk. The event did not resolve. This report was assessed serious (medically significant). The company causality was assessed as possible. For use: ear cleaning.